Event description:
Total left hip prosthesis was removed secondary to failure.no information available on manufacturer. The matallic femoral component measured 18.5 cm in length and the articular ball measured 5.2 cm (outer) and 3.2 cm (inner) diameter. The articular surface was focally roughened. Multiple tissue fragments were examined and the diagnosis of chronic synovitis with foreign body reaction was made.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, anticipated or known. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.